Manufacturer narrative:
Product analysis #(B)(4):analysis information -- 2020-12-22 12:50:11 cst pli# 10 product ID# 97715 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the caller has the ins and lead to return from a july explant. The caller stated the patient had weird impedances, like the wire was cracked or shorted. The patient would lean forward and have their impedance issues and then lean back and would not have impedance issues. The patient also never really had relief.

Event description:
Additional information was received from a rep. It was reported that there were intermittent high and low impedances on different contacts of the lead. The patient was unable to increase. There was no pain relief. The rep tried programming around the impedances, but they couldn't. The products were returned for analysis.

Manufacturer narrative:
H3: analysis of the implantable neurostimulator has not yet begun. A follow up report will be submitted once analysis is completed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins). Information was reported that the patient reported that her battery wasn't depleting and that she couldn't recharge. The patient indicated that her battery was at 100% for 36 hours, then 12 hours later it was 90% and then another 12 hours later it was at 80%. The patient stated she was trying to recharge two hours at excellent quality of recharge, but her battery was at 80% and the controller was still full. The rep was told that it is likely that she didn¿t' recharge since the battery didn't advance and the controller battery was still full. The agent had the rep start a recharge session and the patient did go up from 80% to 100 at the end of the call. The rep stated that meet with the patient on monday and he got some impedance issue form connectivity and impedance check. The rep initially reported the connectivity check showed electrode 1 and 2 in the red. An impedance test also showed 1 and 2 were 40k ohms and electrode 15 was over 8k ohms. The rep said the connectivity and impedance issue was intermittent. At one point the rep tried flexing and extension, and he got bad impedance and normal impedance at times. The rep doesn¿t' have the numbers nor does he remember the patient's programming. The rep did program dtm algorithm and the patient was getting better relief. The patient did report having more and getting oor on her patient programmer. When the rep had the patient check her therapy, only one program in group a was running at 1.7 ma, programs 2-4 were off at 2.1 ma, all programs were back on at the end of the call. This explains why the patient's battery was not depleting since she got oor and 3 of the 4 programs were off. The patient will connect with their surgeon once the covid-19 issue has been reduced to allow revision. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
Correction: additional review indicates that device code (B)(4) applies to this event. If information is provided in the future, a supplemental report will be issued.